Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for spinal pain. It was reported the patient¿s pump was replaced on (B)(6) 2018 due to infection. The patient called requesting physician listings in her area and they were sent to the patient. The patient currently had saline in her new pump. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The patient and evaluation code-conclusion codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-feb-07. The patient reported when they experienced the infection with their first pump it started "spewing things." The patient reported they had a (B)(6) infection. The infection had been confirmed. It was discovered when the patient had their first refill, with fentanyl, around (B)(6) 2018. The patient experienced drainage. No other symptoms were reported. The total system was explanted as a result. The infection had resolved.